Event description:
No additional information was provided.

Manufacturer narrative:
Corrected data: b1, d4, d9, h1. Additional data: b2, h3, h6, h10. Device evaluation: the returned magec rod was inspected and no damage was found. Score marks were not observed on the distraction rod. X-ray images of the internal components showed no damage and revealed the rod was fully retracted indicating misuse of the electronic remote controller (erc) during the treatment sessions causing device to be retracted instead of being distracted. The unit was jammed by unintentional retraction force. The rod was functionally tested and was unable to distract with manual distractor and erc. The rod was determined to be jammed due to repeated retraction force from improper use of the erc. Device records review: a review of the device history records indicated that the rod was manufactured by the specified requirements at that time and met all of the required quality inspections prior to shipment. Labeling review: "...do not use this device without proper training in both device implantation and adjustment. Refer to the magec technique guide for step-by-step instructions on the required surgical technique and the external remote controller (erc) operator's manual for operation of the external remote controller..." "...only use the external remote controller in a manner consistent with the operator's manual. Any alternative use may result in injury or damage to property..." "...if retraction of the nuvasive specialized orthopedics, inc. Adjustable implant is needed, never retract the implant more than the amount lengthened the previous week. Failure to follow this warning may result in pulling biological material that may have adhered to the rod of the implant into the internal space of the actuator of the implant..."

Manufacturer narrative:
The device has been returned and is pending evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon completion of device evaluation.

Event description:
Information was received that the rod failed to lengthen. No patient adverse event was reported.